Event description:
Nellcor puritan bennett received a report from another country, tyco healthcare that the unit did not provide an audio tone. There is no pt harm reported.

Manufacturer narrative:
The reported complaint was confirmed. The failure was isolated to the main pcb. The mfg facility has initiated a corrective and preventative action associated with the confirmed failure.